Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Clinical reports despite proper positioning and volume, the pump would not achieve good flow levels. The product was not returned for investigation. Data log review shows minor variation in placement signal at the time the pump was started, as well a #14 suction alarm, but no motor current spikes outside p-level changes. After the suction alarm occurred, flow levels varied significantly and decreased. The cause of the low pump flow was not determined due to lack of product returned and insufficient clinical details.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that a patient admitted in with third degree heart block, seizures, no pulse, and ongoing cardiopulmonary resuscitation had an impella cp implanted. However, the pump flow was not appropriate and the medical team made the decision to withdraw care. The patient expired.